Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates and UDI# could not be provided as the device part and lot number was not provided and the device was not returned. The lot history record (lhr) review was not performed because this incident was based on a review article, and no device/lot information was provided. The product was not returned for analysis. Based on the available information, causes for the reported tricuspid valve insufficiency/regurgitation (worsening tricuspid regurgitation) and the pulmonary edema could not be determined. Additionally, pulmonary edema is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided. Literature article title: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failure.

Event description:
This is being filed to report the increased tr and pulmonary edema requiring hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip were successfully implanted reducing mr to 2+ however the tricuspid regurgitation increased from 3 to 4. At 1 year follow up the patient had been readmitted 3 times with mild pulmonary congestion. No additional information was provided. Details are listed in the article: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failure.